Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause was due to a corrupted turbine interface board. This issue will be internally investigated within carefusion.